Manufacturer narrative:
Pump received with no button response due to corroded keypad traces. No button error alarm during testing. Failure analysis was unable to confirm unexpected restart alarm, off no power anomaly, and battery out limit due to keypad unresponsive. Pump received with cracked battery tube thread, broken belt clip slot, cracked reservoir tube, cracked reservoir tube lip, cracked case near display window corners, and cracked on display window noted. No moisture damage on electronics assembly and no blank screen noted. (B)(4).

Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was 93 mg/dl. The customer reported exposing the insulin pump to moisture. Customer also reported receiving a unexpected restart alarm and battery out limit alarm on the insulin pump. It was also found the customer had a blank display and a solid circle was present on the insulin pump's screen. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.